Event description:
It was reported the insulin pump would alarm during manual prime. Customer did not recall her blood glucose but the most recent was 399 mg/dl. Customer stated, the insulin would stream without counting down the numbers. Customer has removed the batteries and reinserted and she still can't resolve the issues. Customer was unable to exit the preparing to prime loop. Customer stated the device was not dropped or bumped prior to the alarm occurring. The drive support cap appeared to be recessed and customer does not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.